Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: sus voluntary event report number mw5095855.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the hospital and is not available for evaluation. -

Event description:
User facility medwatch report received that states: perclose device fractured with hydrophilic portion lodged in femoral artery. Required vascular surgery to remove.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure in the right common femoral artery was attempted using two proglide devices with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, no suture was present when the plunger of the first proglide device was removed. A second proglide device was attempted; however, no suture was present when the plunger was removed. The lever was returned to its original position to park the foot; however, resistance was felt during device retrieval as the foot plate became stuck in the vessel. The proglide device was pulled out and broke into two pieces at the guide. The upper half broke off with half of the foot plate while the bottom half with the remaining foot plate remained in the patient. There was no unusual resistance during advancement of the proglide device into the anatomy but the tissue track was substantially deeper than usual. The patient was transferred to another hospital to surgically retrieve the remainder of the proglide device and was put under general anesthesia. There was no tissue damage noted. Hemostasis was achieved via surgical suturing. The intervention went well and recovery was expected. No additional information was provided.